Manufacturer narrative:
Eval method: other = device history reviewed. Results: other = device history review found the prod met specs when released for distribution. Analysis: upon receipt, the valve appears distorted; possibly squeezed during implant. All leaflets are in the closed position with a gap between the lunula of the left and right cusps. The left cusp free margin appears to be on the same plane as the coaptive ridge of the right cusp. All leaflets appear slightly stiff but flexible. The left cusp adjacent to the left right commissure appears folded back upon itself; everted towards the inflow creating a crease in the striations adjacent to the margin of attachment and possible limiting leaflet movement. A tear in the left right commissure on the left cusp appears to be associated with the everted leaflet and/or possible host tissue attachment that may restrict leaflet movement. Glistening off white pannus remains attached to the non-coronary left stent post extending slightly onto the commissural attachment. Radiography shows no evidence of mineralization in the valve tissue. Conclusion: reduced performance of the device primarily attributed to stent distortion. The everted left cusp was likely the result of regurgitation. The device was explanted and replaced without reported pt complication.

Event description:
Medtronic rec'd info that this bioprosthetic aortic valve was explanted after approx 4 yrs of svc due to aortic regurgitation. It was reported that the pt did not have a history of infective endocarditis or dialysis. The device was explanted and replaced without reported pt complication.